Event description:
It was reported that the svc impedance alert triggered due to greater than 200ohms measurement and the hvb impedance went greater than 100ohms. Testing failed to produce electrogram noise with pocket manipulations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2012; 429688 implantable pacing lead, (B)(6) 2012. (B)(4).